Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. The tubing was detached close to site during sleeping. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) plan/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 18-mar-2026, this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples were visually inspected and tested for click and static base - connector. All test results were within specifications. The batch record #6001420 was verified and it was found within specifications. The reference samples were visually inspected and tested for flow and leak test. All test results were within specifications. The batch record 6001420 was verified and it was found within specifications. This investigation has been updated because the malfunction code changed, which requires additional activities not included in the original investigation dated 05-apr 2024. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: eqms search: a query was run in the eqms on 17/mar/2026 against "lot number" "6001420" and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur. The review confirmed that lot 6001420 and the identified failure mode are not associated with any non-conformance report (ncr)s or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 17/mar/2026 against "lot number" criteria equal "6001420" and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur. The number of complaints is 2. The complaints numbers are (B)(4). Device history record (DHR) review: the lot 6001420 was manufactured according to work instruction (wi) version 75 and manufactured in machine/line: quick set m12, on 23-may-2023 with a total of (B)(4) units. Device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.